Manufacturer narrative:
Additional information: d9, g3, h2, h3 one wm claris dws was returned for investigation. Visual inspection revealed rust on the back exterior of the unit, the foot was broken off, the ep stim connector was pushed inside the unit and the serial card was missing. The frame grabber was laying on the bottom of the unit and not attached. Power was applied to the unit and connected to a known good claris amplifier. This was run for an extended period of time and connection was stable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The reported issue of communication was not confirmed and functioned as intended.

Event description:
When starting the equipment, with the patient in the room, there were communication issues resulting in cancellation of the procedure. First the workmate claris amplifier disconnected, then shortly after an ep-4 off or not connected error showed on the workmate claris display workstation review screen. The ep-4 touchscreen was on and functioning, so the workmate claris system was restarted. The workmate claris amplifier turned on, but the ep-4 stimulator remained disconnected. After a few minutes the workmate claris amplifier lost connection once again and the procedure was postponed.